Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 335 (mg/dl) and ketones. A correction bolus was administered and basal rate increased to address bg levels. Customer consumed water to clear ketones. Recommendation was made to consult with health care provider to discuss diabetes management.